Manufacturer narrative:
Internal reference number: (B)(4). Jiakai, g. (2021). The effect of expandable intramedullary nail in the treatment of intertrochanteric fractures in elderly patients. Journal of practical orthopedics. 10.13795/j.cnki.sgkz.2021.02.002.

Event description:
It was reported that on literature review "the effect of expandable intramedullary nail in the treatment of intertrochanteric fractures in elderly patients," 1 patient who initially underwent primary implantation with a trigen intertan nail to treat an osteoporic intertrochanteric fracture experienced an accidental fall 28 weeks postoperatively, resulting in fracture of the contralateral femoral neck. A revision surgery was necessary to treat this incident. During this procedure, the nail was replaced with a tha prosthesis construct. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00098254-1